Manufacturer narrative:
On 09/18/2014, vilex received a report from an account manager that a vilex headless "dual thread" screw split during implantation. The account manager was able to return the defective screw. It was received on 09/22/2014. On 09/23/2014, vilex quality department in conjunction with the engineering department evaluated the defective item. Upon inspection, there were no flaws in the cutting tip or any reason that would cause the item to fail. They also stated that when the screw stopped advancing, it was continuously driven into the bone as there is evidence of a twisted appearance at the laser marking site on the item. The doctor used several 4.0 diameter and one 6.5 diameter screws during this procedure. It is a possibility that the defective screw came in contact with another screw the doctor implanted causing it to stop advancing, then twist and eventually split. A review of complaints revealed that no complaints of this nature have been received. If more information should become available, a supplemental report will be filed.

Event description:
While implanting a vilex cannulated headless screw, the screw stopped advancing and then split open.